Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer blood glucose was 112 mg/dl at the time of incident. The sensor will be return for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and unable to confirm insertion/needle complaint due to customer returned sensor only, no needle. Also performed visual inspection and found sensor electrode broken and missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used.